Event description:
Information was received that a smiths medical cadd solis hpca 2110 pump, had air in line alarm even after priming line and seeing flow. No patient involvement.

Manufacturer narrative:
Investigation results completed on a smiths medical ambulatory infusion pumps/cadd solis hpca pumps - 2110. Device allegation of air in line alarm even after priming was substantiated in the event log, with pump unable to start due to air in line alarm along with during testing and duplicating event it was found the root cause to be a faulty air detector. Device was in overall good condition. Unable to determine cause of event. Action taken to replace air detector.

Event description:
Investigation results completed on a smiths medical cadd solis hpca pumps - 2110 . Summary in h -10.